Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility, the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.